Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while cardioverting a patient (age & gender unknown), the patient experienced a burn from the associated electrode pads. Complainant indicated that the patient survived the incident and the severity of the burns is not known. The customer reported that the associated electrode pads had a lot number of 2618 and indicated that the pads will not be returning for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. However, review of the device logs indicate a large difference between the measured patient impedance and the measured defib impedance. This difference in readings is indicative of a coupling issue between the pads and the patient. The associated pads were not available for evaluation. No trend is associated with reports of this type.